Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) sensed noise on the ventricular channel resulting in a six second pause in pacing. Review of the electrograms also noted some noise on the shocking channel.